Manufacturer narrative:
A correction was made to the manufacturing and expiration dates.

Manufacturer narrative:
Initial reporter; occupation: non-healthcare professional the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography procedure (ercp), the physician used a cook memory hard wire basket. The physician pulled the handle after catching the stone and found out the handle detached from the sheath. Another wire basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e. Initial reporter; occupation: non-healthcare professional investigation evaluation: our laboratory evaluation of the product said to be involved and the photo of the handle disconnected from the drive wire cable confirmed a broken drive wire. The device was returned with the basket fully retracted into the sheath. There was a liquid substance inside the tubing. The handle was detached from the catheter and drive wire cable. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact, and no evidence of a welded ball at the proximal end of the drive wire was observed. The drive wire cable was bent at approximately 52.5cm and 73.0cm from the distal end. Other smaller bends were also noted between approximately 17.5cm and 31.5cm from the distal end. Evidence of solder was present on the drive wire cable at the intended joint location. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography procedure (ercp), the physician used a cook memory hard wire basket. The physician pulled the handle after catching the stone and found out the handle detached from the sheath. Another wire basket was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.